Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors underinfused. This issue was further described as¿ had not infused correctly." The issue was identified during patient infusion. The devices had been filled with benzylpenicillin (seqirus) 10800mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 13, 2023 - february 15, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed residual fluid inside the device bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.